Event description:
The pt received 2 scs leads with the same lot number. It was reported the pt's scs system was explanted and replaced due to ineffective foot stimulation. The physician elected to explant/replace the scs ipg. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.